Manufacturer narrative:
Evaluation concluded that the reported failure was isolated to the main pcb.

Event description:
Nellcor puritan bennett's failure investigation on 09/28/2005 for the complaint that the alarm did not sound revealed that the failure was isolated to the main pcb. The original analysis determined that this complaint fell into the exemption category.